Event description:
The customer stated that they used the device to check their blood glucose and obtained a result of 353 mg/dl at 5:13am. They bolused 10 units of insulin and retest at 5:17am and obtained a reading of 165 mg/dl. Patient doesn't remember anything else because they passed out. Around 7:30 am emergency medical technicians were called and when they arrived they checked patient's glucose and the level was 25 mg/dl on their meter. Patient was given gel packs, mixed fruit and was 25 mg/dl on their meter. They recently had their insulin pump replaced. They noticed they went through 158 units of insulin in two days and normally goes through 40-50 units in that timeframe. The device was replaced and requested to be returned for evaluation. They thought they ran controls on the system and they were in range.